Event description:
Acl tear occurred for patient with a bicompartmental knee implant. Reconstruction surgery is planned. Poly inserts may be exchanged during the procedure.

Manufacturer narrative:
Act tear occurred for patient with a bicompartmental knee implant. Reconstruction surgery is planned. Poly inserts may be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.